Event description:
It was reported that the device was difficult to remove. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During withdrawal, the device was removed with the guiding sheath, however, resistance was noted and the device was difficult to remove from the body. The device was removed intact from the patient's body and the procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections due to a detachment of the shaft. A visual examination identified that the balloon was subjected to positive pressure. The balloon material and blades of the device were visually examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were fully bonded to the balloon material. A leak test could not be carried out due to a complete break of the shaft. A visual and tactile examination found the shaft polymer extrusion to be completely detached at the guidewire port. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found the hypotube to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual investigation identified no damage or any issues with the marker bands or tip of the device that could potentially have contributed to the complaint incident.

Event description:
It was reported that the device was difficult to remove. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During withdrawal, the device was removed with the guiding sheath, however, resistance was noted and the device was difficult to remove from the body. The device was removed intact from the patient's body and the procedure was completed with this device. There were no patient complications reported.